Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was explatned for premature battery depletion. Another device was successfully implanted. The explanted device was returned for analysis.